Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that since the end of (B)(6) 2016 to present they have observed an increase in repeat reactive prism (B)(6) results. Those repeat reactive samples were then tested for nat. If the sample was negative for nat they then performed ortho (B)(6) testing where some were reactive and some were nonreactive. There was no reported impact to donor / patient management. There was no donor information provided.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical records. Evaluation of complaint data for prism hcv lot 57108m500 did not identify any issues related to the customer's observation. A review of the design history record was completed and no issues were identified. A review of labeling was also performed and found that adequate information is provided to address the customer's issue. A review of the prism metrics field data for lot 57108m500 found the initial and repeat reactive rates to be less than the abbott prism hcv package insert upper 95% confidence intervals, therefore, the lot is meeting labeling claims for clinical specificity. There is no malfunction or product deficiency identified. Based on this investigation it has been determined that prism hcv, lot number 57108m500 is performing acceptably.